Event description:
The device was attached to the pt's tracheostomy or endotracheal tube. Shortly after the device was attached, the pt expeienced bradycardia and hypoxia. The condition was allegedly caused by a blockage in the device. The device was removed and the no long term consequences for the pt are expected.